Event description:
It was reported that the patient presented for a device check. Upon interrogation, noise was noted on the right ventricular lead. No intervention performed. The patient will continue to be monitored.